Manufacturer narrative:
A partial lead measuring 11.5cm from the connector pin was returned for analysis. Visual inspection found external insulation abrasion at 6.6-6.7cm from the connector pin. The abrasion could have caused the field observation of noise when the re coil came in contact with the ICD can. However, the reported low lead impedance could not be confirmed, as all electrical tests that could be performed did not find any shorts or discontinuities..

Event description:
It was reported that increased capture threshold, noise, and low impedance were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.